Manufacturer narrative:
Vyaire complaint number: (B)(4). Any additional information provided by the customer will be submitted in a follow up report. Device evaluated by MFR: at this time, vyaire has not received the suspect device/component for evaluation.

Event description:
It was reported to vyaire via a medwatch that the enve ventilator stopped ventilating while connected to a patient. The patient's saturation immediately dropped to 85%. The patient was removed from the ventilator and provided positive airway pressure via a bag mask valve. The customer confirmed that there was no further harm to the patient.